Event description:
It was reported that this right ventricular (rv) lead showed an increased pacing threshold after implantation. Additionally, the bend in the lead had disappeared. This (rv) lead was subsequently repositioned. This rv lead remains in service and will not be returned. No additional adverse patient effects were reported.